Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The caregiver (cg) reported that the cause of the peritonitis was that the bacteria entered when the patient was performing dialysis therapy. On an unreported date, the same month as the onset, the patient was hospitalized for the peritonitis. Treatment for the peritonitis event was unknown. The patient was discharged from the hospital the same month. The patient was recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd896308, gd896597 and gd896704 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of onset of the event of peritonitis was on an unreported date in (B)(4) 2014. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. Same patient as (B)(4).